Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed, the clip fell from the device on top of the skin were it was easily removed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed with all external and internal components in appropriate post clip-deployed positions. The locator wings were bent, which is consistent with tissue compaction that exerted distal force during thumb advancer deployment. The bent condition of the locator wings prevented their complete collapse into the clip delivery tubeset when the clip was deployed. Collapse of the locator wings and clip deployment are designed to be simultaneous. The failure of the locator wings to completely collapse into the clip delivery tubeset could interfere with the clip deployment and result in the clip being captured within the locator wings instead of being fully delivered to the arterial surface to close the access site. In addition, bent locator wings could result in difficulty removing the device from the patient anatomy; however, difficulty removing the device was not reported. Subsequently, during device removal, the clip might fall off and land on the skin as reported. Based on the investigation findings, the probable root cause for the bent locator wings is tissue compaction that exerted a distal force on the locator wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with clip deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint database for this lot revealed no similar incidents.